Event description:
It was reported that the connected patient could not be ventilated. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event of no ventilation could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. The patient circuit with accessories used during the ventilation period was not available for investigation. Provided ventilator logs were reviewed. Successful pre-use check was performed prior the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The conclusion is that there are no indications of ventilator malfunction during the ventilation period. The root cause of the reported event has not been determined.

Event description:
Manufacturer's ref #: (B)(4).